Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: sample was received from hospital. Further company follow-up with the physician is not possible. We received a returned sample in this case. A technical investigation will be conducted, including a review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower left abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine ablation in (B)(6) 2016, extrauterine pregnancy in 2011, nickel sensitivity and parity 3. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), peripheral swelling ("swelling of hands"), fatigue ("tiredness"), tinnitus ("tinnitus"), back pain ("back pain"), headache ("headache"), arthralgia ("joint pain/hip pain") and vaginal haemorrhage ("vaginal bleeding disorder"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, peripheral swelling, fatigue, tinnitus, back pain, headache, arthralgia and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, back pain, fatigue, headache, peripheral swelling, tinnitus and vaginal haemorrhage with essure. The reporter commented: sample was received from hospital. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 5-jun-2019: quality safety evaluation of ptc. We received a returned sample in this case. A technical investigation was conducted, including a review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower left abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine ablation in (B)(6) 2016, extrauterine pregnancy in 2011, nickel sensitivity and parity 3. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), peripheral swelling ("swelling of hands"), fatigue ("tiredness"), tinnitus ("tinnitus"), back pain ("back pain"), headache ("headache"), arthralgia ("joint pain/hip pain") and vaginal haemorrhage ("vaginal bleeding disorder"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, peripheral swelling, fatigue, tinnitus, back pain, headache, arthralgia and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, back pain, fatigue, headache, peripheral swelling, tinnitus and vaginal haemorrhage with essure. The reporter commented: sample was received from hospital. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 20-may-2019: essure removal questionnaire received: patient¿s weight and height provided; medical history added; essure was inserted on (B)(6) 2015 and was removed on (B)(6) 2019; essure removal was deleted as event and swelling of hands, lower left abdominal pain, tiredness, tinnitus, back pain, headache, joint pain, hip pain, and vaginal bleeding disorder were added. We received a returned sample in this case. A technical investigation will be conducted, including a review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower left abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine ablation in (B)(6) 2016, extrauterine pregnancy in 2011, nickel sensitivity and parity 3. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), peripheral swelling ("swelling of hands"), fatigue ("tiredness"), tinnitus ("tinnitus"), back pain ("back pain"), headache ("headache"), arthralgia ("joint pain/hip pain") and vaginal haemorrhage ("vaginal bleeding disorder"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, peripheral swelling, fatigue, tinnitus, back pain, headache, arthralgia and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, back pain, fatigue, headache, peripheral swelling, tinnitus and vaginal haemorrhage with essure. The reporter commented: sample was received from hospital. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 29-may-2019: quality safety evaluation of ptc. We received a returned sample in this case. A technical investigation will be conducted, including a review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.